Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a blank implantable neurostimulator recharger (insr) screen and it was beeping every so often. The patient left the insr plugged in overnight to see if the issue would resolve, but it did not. The insr was plugged into the ac power source and the light on the desktop charger was lit, but the insr still did not charge. The connector pin was not loose or broken. A reset resolved the insr issue. Further information received from the patient reported that there was something wrong with his charger and it seemed like the system wasn¿t working. The patient stated there was something wrong with the program. Additional information received from the patient reported that had to reset the insr a second time. The patient noted he had other issues as well. The indication for use was spinal pain.